Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 4.5 cm abdominal aortic aneurysm. The pt was enrolled in medtronic's trial study. It was reported the pt underwent endovascular surgery; initially, the procedure went well and without difficulties. It was reported that the movement of the device was due to pt's anatomy; shape in the aortic caused the repositioning of the stent graft. While in the recovery room, the pt developed back pain and was noted to have no urine output. The pt was brought back to the operating room. The arteriogram demonstrated that the stent graft had repositioned above the renal arteries. The physician placed a stent in the left renal artery. The pt's urine output was increased and the pt is relatively comfortable. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Results: inherent risk of procedure (occlusion, migration, renal insufficiency/failure). Pt's condition affected effectiveness of device (pt anatomy, shape in the aortic caused the repositioning of the stent graft). Conclusions: device failure/lack of effectiveness related to pt condition (pt anatomy, shape in the aortic caused the repositioning of the stent graft).